Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg would not hold a charge despite of charging education and reprogramming. The physician replaced the ipg and it will not be returned.